Event description:
It was reported that, when the reporter was trying to get twistlock anchor onto lead, the anchor wouldn't advance and got stuck. Two twistlock anchors were tried and both would not advance. Two different leads were tried and it wouldn't go onto the lead. A sterile water was tried and this didn't work. The surgeon ended up just anchoring lead to the skin and not using an anchor for the trial. It was further reported that the cause of the issue was not determined. The patient was receiving effective therapy. It was later reported that the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID neu_tlock_anchor, serial # unknown, product type accessory; product ID ne u_tlock_anchor, serial # unknown, product type accessory; product ID 387460, lot # va0dbjl, product type screening device; product ID neu_ens_stimulator, serial # unknown, product type external neurostimulator; product ID neu_tlock_anchor, serial # unknown, product type accessory; product ID 387460, lot va0dbjl, product type screening device. (B)(4).